Event description:
Customer reported a piece of the insulin pump was missing. Piece was missing at the reservoir compartment. Customer stated, his blood glucose has been running high. Blood glucose of 362 mg/dl and 189 mg/dl was reported. The top of the reservoir compartment was damaged. He was unaware how damage occurred. Customer feels the device has been under delivering since the piece was missing. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.